Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device it was confirmed that the part of the hinge was broken. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
After inserting the smiths medical catheter into the epifuse connector, when the customer administered medical fluid to a patient, he noticed the fluid was leaking from the epifuse connector. No adverse patient effects were reported.